Event description:
PICC line inserted 10 days prior to event date and removed on the event date, it worked well, and was being removed fairly easily until the last 6 cm. The nurse removing it tried to massage the arm, applied warm compresses to the arm, and was pulling very gently when product gave away and broke inside the pt, who went to surgery for removal, had to cut down in or. No injury.